Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2006. The patient experienced multiple complications, including erosion, formation of scar tissue, and additional surgeries including mesh removal surgeries on (B)(6) 2008 and (B)(6) 2009. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00619. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent an additional mesh removal due to erosion on 05/30/2007.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. Following insertion, the patient experienced extrusion, infection, urinary/bowel problems and recurrence. The patient underwent partial mesh removal on (B)(6) 2007. The patient underwent excision of mesh on (B)(6) 2007 due to mesh exposure. The patient underwent mesh removal on (B)(6) 2009, due to vaginal stricture, mesh retraction, pelvic pain, and pelvic pressure. (B)(4).

Manufacturer narrative:
It was reported that patient underwent revision/excision of mesh on (B)(6) 2014 due to mesh exposure and bacterial vaginosis. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It has been reported that following insertion the patient experienced recurrent urinary tract infection.

Manufacturer narrative:
(B)(4).